Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was set to return to stock, but it did not allow the return of any narcotic medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.